Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis manifested by pain. The cause was not reported. It was reported the patient presented to the hospital; however, it was not reported if the patient was hospitalized for the event. A day after the onset, the patient was treated with cefazolin (2g, intraperitoneal, loading dose, ongoing, frequency was not reported) and ceftazidime (2g, intraperitoneal, loading dose, ongoing, frequency was not reported). At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
Additional information: b5, b6, b7, d10, and f10/h6. B5: it was reported during follow up that the cause of the peritonitis event was a breach in aseptic technique. The breach in aseptic technique was not further described. Treatment with ceftazidime was discontinued after 13 days and treatment with cefazolin was discontinued after 16 days and the patient was recovered and was retrained on proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.